Event description:
Cook coil would not deploy out of catheter. Coil embolization of the proximal forearm collateral vein was attempted but ultimately unable to be performed. 2 mg intravascular tpa administered into the fistula for intraprocedural thrombosis. 500 mcg intravascular nitroglycerin administered into the fistula for treatment of venospasm. Postangioplasty angiogram was performed. The catheter and the instruments were then removed, and hemostasis was achieved with the woggle technique. No complications. Patient discharged.